Event description:
It was reported that at implant, the right ventricular (rv) lead exhibited oversensing at different sensitivity settings occasionally in a fixed, short interval. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.